Event description:
Radiologist reports that the radiopaque strip in these chest tubes have lower visibility than other chest tubes. Questioned lower level or thinner marker strip used in these tubes. More difficult to see on x-ray.